Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that right ventricular (rv) lead exhibited signal artifact. No intervention was performed. The patient experienced no consequences and will be continue to be monitored.